Event description:
I started using these products in 2000, and in 2008 going into 2009. I started falling and had numbness in my legs and foot that I can't put on any shoes. I went to the doctor on several different times and they don't know what's going on. Dose or amount: super poligrip. Frequency: once. Route: oral. Fixodent. Once. Oral. Dates of use: 2000 - 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped: no.